Event description:
It was reported the customer received a motor error alarm. Customer stated they were able to resolve the alarm in the past. It was also found the customer had a no delivery alarm. Customer's blood glucose was unknown. Customer stated they were able to complete the rewind sequence on the insulin pump. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.